Manufacturer narrative:
(B)(4).

Event description:
The pt had a revision; the reason for the revision was not provided. Following the revision, the implantable neurostimulator (ins) was hot at the pocket. It was noted that the ins had been off for one week and it was still hot. Additional info has been requested, a follow-up report will be sent if additional info becomes available.